Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a hernia around the area where the reservoir was originally placed; however, the component had not herniated. Since a surgical procedure was needed to move the reservoir to the other side, the physician decided to remove and replace all the components. There were no device issues and no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a hernia around the area where the reservoir was originally placed; however, the component had not herniated. Since a surgical procedure was needed to move the reservoir to the other side, the physician decided to remove and replace all the components. There were no device issues and no further patient complications reported.